Manufacturer narrative:
Investigations determined the issue to be resolved by the service actions.

Manufacturer narrative:
The field service engineer determined there was a detective pinch valve. The valve and the analyzer measuring cells were replaced. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for two patient samples tested with roche diagnostics cobas elecsys anti-tpo and a third patient sample tested with elecsys dhea-s on a cobas 8000 e 801 module. Incorrect results were reported outside of the laboratory. The samples were repeated after service activities were performed. The first sample initially resulted with an anti-tpo value of > 600 iu/ml accompanied by a data flag. The sample was repeated on (B)(6) 2019, resulting with a value of 9.00 iu/ml accompanied by a data flag. The second sample initially resulted with an anti-tpo value of > 600 iu/ml accompanied by a data flag. The sample was repeated, resulting with a value of 9.00 iu/ml accompanied by a data flag. The third sample initially resulted with a dhea-s value of > 1000 ug/dl accompanied by a data flag. The sample was repeated on (B)(6) 2019, resulting with a value of 41.9 ug/dl. No adverse events were alleged to have occurred with the patients. The dhea-s reagent lot number was 332850 and the anti-tpo reagent lot number was 328672.